Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was lumbar radiculopathy and spinal pain. The patient reported that for the last couple of months ¿I am not sure¿ but did confirm within 2024 they had been trying to connect to the pump to bolus and the handset was having was having trouble connecting to the pump. The patient stated that they charged the communicator about every 2-3 days and stated they were ¿not even aware that it had to be charged.¿ per the patient, the last time they charged the communicator was 2-3 days ago. The agent reviewed it was recommended to charge the external devices daily. The patient stated that the handset battery would run out about every day. The agent had the patient toggle off wifi. The patient stated that when they were holding the communicator over the pump to connect to the pump and the handset was not finding the communicator or the pump, it was taking so long that it caused their back to hurt even more than it did before. While on the call, the agent had the patient power off/on the external devices and do a reset to the controller, and the patient was able to connect to the pump request/receive a bolus. During the call, the patient also stated that today they noticed that the port of the communicator was wiggly, and they had to hold or move or manipulate the cord in order for the communicator to charge. The cord charged their handset with no issues. A replacement communicator was requested from the repair department because the port of the communicator was loose or bent.

Manufacturer narrative:
H3: analysis of the communicator found that the tm90 micro usb interface was damaged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.